Event description:
It was reported that the pump touch screen was scratched, causing the pump to be difficult to read and delayed in responding to touch. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.